Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two extensions from the same lot. Device 1 of 2 reference MFR report #: 1627487-2016-06516. It was reported the patient experienced stimulation turning off by itself. An impedance check revealed low impedance on multiple contacts. Troubleshooting was attempted but could not provide resolution. As a result, the ipg and extensions were explanted and replaced on (B)(6) 2016. The issue was resolved.